Manufacturer narrative:
The customer's report was observed and attributed to a foreign substance on a connector on the control board. The control board was replaced to resolve the report. It could not be firmly established how the board became contaminated with a foreign substance. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer rate and pacer output were not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.